Manufacturer narrative:
(B)(4). Date sent: 10/05/2020 device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A test battery and test anvil were installed, and the device was tested for functionality. The device did not fire confirming the product experience. Upon disassembly, the flex circuit was found to have intermittent continuity with a crack observed near the switch. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5az7t. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection, the device would not power on or fire staples. Another device was used to complete the procedure with no patient complications.